Event description:
The dexcom continuous glucose monitor is advertised as eliminating the need for blood tests. "No finger sticks required," their tv ad assures the prospective user. "Real time" glucose monitoring the manufacturer guarantees. The fact is, the dexcom device is terribly inaccurate (as verified by hundreds of actual blood sugar tests done simultaneously with dexcom readings), does not deliver reliable, "real time," actionable information and endangers users when they rely on incorrect blood sugar readings, for exercise and insulin dosing decisions. Dexcom knows full well that their devise is inaccurate. They instruct users to "calibrate" the dexcom device with actual blood tests, when the readings are found to be erroneous. But they state that more calibrations actually make device less accurate. This statement is made in illegible fine print, in the dexcom tv commercial - the same commercial which states "no finger sticks required." Dexcom describes in their literature that their device lags behind actual blood sugar levels. Thus their claim of "real time" results is knowingly false, but they nonetheless guarantee real-time, actionable information in their advertising. There are numerous articles describing actions to take, when the device is inaccurate. The only problem is determining when the readings are inaccurate, and when to be ignored. Should one have blind faith in the device, they would never determine the device's inaccuracy, until such time that they erroneously take too much insulin, or not enough, and either suffer diabetic complications or are hospitalized. Another issue is that the sensors often come loose, rendering the device useless and requiring replacement. Dexcom is fully aware of this defect, as they will provide an "overpatch," adhesive bandage, in limited quantities, only upon request. They refuse to furnish the bandage with the sensor device, even though the sensor device routinely comes off, especially with perspiration, showering, etc. Calls to the overseas call centers are often protracted and needlessly time consuming for the patient. Blood sugar readings via a state of the art glucometer and the dexcom device, taken simultaneously, reveal how erroneous the dexcom devise (pink cover) is: (B)(6). FDA safety report ID# (B)(4).